Event description:
It was reported the customer had a no delivery alarm when their reservoir was low. Customer's blood glucose was 139 mg/dl. Customer stated the alarm was resolved by a complete set change. Troubleshooting found the insulin pump passed a selftest and displacement test. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.